Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead exhibited noise resulting from myopotential oversensing. The lead was capped and replaced on (B)(6) 2021. Patient was stable.